Event description:
It was observed that during the device evaluation, the flex video scope exhibited the tip cover is burned. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that this incident occurred because high-frequency treatment equipment was used without maintaining sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: in accordance with the following IFU. 3.3 inspection of the endoscope. 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.